Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx1288 showed one other similar product complaint(s) from this lot number. Mw5075144.

Event description:
The power midline catheter was removed due to a reported leak of fluid and air. Once the catheter was removed it was reported that 15cm of the catheter's distal end was missing. It was reported that only 6.5cm remained connected to the hub.